Event description:
Customer reported the insulin pump alarmed button error, after customer changed out the battery because he had a failed battery test. Customer's blood glucose was 240 mg/dl. Troubleshooting was performed for failed battery test. Customer was advised about proper protocol for the battery. Customer was informed that alarms will continue alarming if not cleared. Customer was advised to check battery compartment for damage, nothing noted. The device alarmed button error during the checking of the battery compartment. No further information reported.